Manufacturer narrative:
(B)(4). Explant due to unknown reasons. Evaluation was performed through images taken of valve as received. X-ray demonstrated wireform intact and commissure 2 bent. Minimal host tissue was observed on leaflets 1 and 3 at the inflow aspect. All three leaflets were thickened and swollen. What appeared to be thrombosis was observed at the outflow aspect. Per r&d, this valve appears to have thrombosis and possibly resulted from endocarditis. Leaflet 1 and 2 had a cut sections; the cut fragments were not returned. Suture remained attached around the sewing ring. Additional manufacturer narrative: the device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Attempts to retrieve additional information were unsuccessful. Without additional information the cause of the event the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 27mm mitral valve implanted approximately 30 days was explanted due to unknown reasons. The explanted device was replaced with a 25mm mitral valve. Attempts to retrieve additional information were unsuccessful.